Manufacturer narrative:
The customer reported the initial na result was consistent with an unknown sample handling error. No further issues were reported by the customer. Based on the provided information, the investigation did not identify a product problem. The investigation determined the issue was consistent with an unknown preanalytical handling issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested with a cobas c 501 module. Prior to patient testing, the customer reported qc was acceptable. The patient's initial na result was not reported outside the laboratory. The customer reported the initial result was "unusual and another measurement order was made" in the customer's laboratory information system (lis). The patient's initial na result was 153 mmol/l. The patient's repeat na results were 143 mmol/l and 145 mmol/l. The customer determined the repeat results were correct due to the results matching the patient's clinical picture. The na electrode lot number and expiration date were requested but not provided.